Manufacturer narrative:
H4: the lot was manufactured between january 26, 2024 - 29, 2024. The actual device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the unit was observed. When the device was removed from the bag, the leak inside the bag coming from the untightened winged luer cap was observed. No signs of surface roughness inside the cap under the microscope were observed. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed after ensuring the winged luer cap was securely connected to the device, and no signs of a leak were observed. The reported condition was verified. The cause of the condition was determined to be user related. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location. This occurred when transporting the pump to the chemo room after filling prior to patient use. There was no patient involvement. No additional information is available.